Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00127 on 30-may-2023. Additional information on (07-jun-2023): siemens reviewed instrument data and determined that quality control (qc) showed consistent recovery within expected ranges. Qc recovered within expected ranges before and after the affected sample was processed. Siemens concluded that instrument related issues potentially contributed to the falsely depressed calcium_2 (ca_2) result. The issue was resolved by replacing the dilution probe and realigning the photometer. The system verification indicated acceptable performance post service. Investigation conclusions code was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of these devices is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center and reported that a falsely depressed calcium_2 (ca_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qcs) were acceptable on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, found aspiration errors at the dilution probe. Then, the cse replaced and aligned the dilution probe. The cse determined that the photometer was not passing lamp check. Next, the cse aligned the photometer and adjusted the led current and gains. Then the cse drained and filled the reaction basin. Then, the cse performed photometer lamp check, which passed successfully. The cse also replaced the lysing agent assay and ran autocheck, which recovered acceptably. Next, the cse successfully ran a precision test using quality controls (qc). Then, the customer validated qc, which recovered acceptably. The cause of the falsely depressed ca_2 result is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
A patient sample was processed for calcium_2 (ca_2) on an atellica ch 930 analyzer and recovered with 2.6 mmol/l, which was considered correct. The initial result was not reported to the physician(s). Then, the sample was repeated on the atellica ch 930 analyzer detailed in section d4, and the result recovered falsely low. The falsely depressed result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer and recovered similar to the initial result, which was considered correct. The repeat result of 2.68 mmol/l was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous ca_2 result.